Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). B5 describe event or problem and h6 device codes: corrected.

Event description:
It was reported that catheter issue occurred. An 80% stenosed, 31 x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During flushing, it was found that the tip was blocked and could not be flushed, and gas could not be discharged. The procedure was completed with another of the same device. The patient condition following procedure was stable. It was also reported that during testing outside the patient, the image was black, did not show normally, and was lost.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath assembly was kinked and there were wrinkles around the heat tubing of the drive cable. Impedance testing revealed no electrical issues with the device. However, poor image quality was observed on the ilab system during image testing. The device could not flush when the telescope was fully retracted and fully advanced. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. The difficult to flush issue has been investigated further and determined to be connected to the heat shrink tubing wrinkles, however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable.

Event description:
It was reported that catheter issue occurred. An 80% stenosed 31 x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During flushing, it was found that the tip was blocked and could not be flushed, and gas could not be discharged. The procedure was completed with another of the same device. The patient condition following procedure was stable. It was also reported that during testing outside the patient, the image was black, did not show normally, and was lost.

Manufacturer narrative:
E.1. Initial reporter facility name and phone: (B)(6).

Event description:
It was reported that catheter issue occurred. An 80% stenosed, 31 x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. During flushing, it was found that the tip was blocked and could not be flushed, and gas could not be discharged. The procedure was completed with another of the same device. The patient condition following procedure was stable.